Event description:
The customer reported that on (B)(6) 2022, sid (B)(6), the test order did not route correctly on the glp track and sample manager (tsm) / segment (list number 06q29-01), serial (B)(4). The test order included two tests: ammonia and ipthstat, where ammonia with fluid type c-edta and either fluid types a-serum or b-li-hep are acceptable for ipthstat. A serum sample was loaded on the track and was also identified by the tube assessment center (tac). The sample reached the alinity instrument and the analyzer management software (ams) downloaded ammonia and ipthstat, and both tests were measured, which was considered an incorrect workflow since the ammonia test was accepted as a serum, it was measured and resulted without any errors. There is no reported impact to patient management as the test order was for workflow analysis only.

Manufacturer narrative:
Complete information for patient identifier: patient sid (B)(6). All available patient information was included, and no additional patient information was available. The investigation found this issue has the potential to cause incorrect results because the incorrect fluid type is introduced to the analyzer for analysis. The issue is caused by a deficiency of the track workflow manager (twm) v1.1.2.3 within the glp track and sample manager (tsm) / segment (list number 06q29-01, is not generating a fluid type mismatch error for the tube. The issue will be addressed in a future revision of the software to avoid further occurrences. This report is being filed on an international product, glp track and sample manager (tsm/ segment) list number 06q29-01, which is a part of the modular glp track system registered in the us, list number 04z96-51. Note: the glp system track is not yet marketed in the us.

Manufacturer narrative:
On 10/26/2022, abbott issued a product correction letter fa26oct2022, involving glp track and sample manager (tsm) / segment (list number 06q29-01), which addresses this tsm issue. Impacted products are not distributed in the us, therefore no further information will be provided in this report.